Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, during an ins replacement surgery, high impedances were identified on electrodes 14 (40,000 ohms), 9 (28,550 ohms) and 10 (31,260 ohms) when tested with the reference set to 0. The rep was not aware of any factors that could have contributed to the high impedances. Attempts were made to re-insert the lead into the ins, but the impedances did not resolve. No interventions were reported so follow up with the rep will be conducted. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that an impedance check was done intraoperatively for lead connection testing against electrode 0. Electrode 0 was not used in programming. The rep reported that the patient opted for replacement because of pocket revision and recharge burden. The rep reported that post-operative programming had shown successful without the use of high impedance electrodes. No further complications were reported.